Manufacturer narrative:
The AED used in the rescue was investigated. The battery and pads used in the rescue were no longer available for examination. Clinical and technical data reviews of the patient's rhythm couldn't be performed because there wasn't any rescue data. By design, rescue data will not begin to be recorded until both pads are placed on the patient and the AED detects impedance within the human impedance range. Examination of the AED self test log found multiple 0x55 error codes at the approximate time of the rescue. These errors indicate the pads had been separated from each other, but weren't electrically connected to the patient. The AED passed all incoming tests. AED self tests were run every 30 seconds for 20 minutes and no errors were generated. The AED passed impedance tests. Additional 30 second self test were performed for 75 minutes without any errors. The AED was opened and components that could affect the patient impedance circuit were measured. Visual inspection of the ECG and impedance circuitry on the main pcba found no defects. A simulated rescue was performed with the use of a defibrillator analyzer in an attempt to recreate the reported problem. The AED correctly identified pads placement, performed rhythm analysis, delivered shocks, and prompted for CPR following shock delivery. There was no problem with the AED advancing past the place second pad voice prompt. The AED functioned correctly throughout the investigation. The reported problem wasn't duplicated and the root cause couldn't be identified. During the rescue, the multiple prompts to place the second pad after it had already been placed on the patient indicate there was poor electrical contact between the pads and the patient. This problem may have been caused by the condition of the patient's skin, damaged electrodes, or user error. It's unlikely the electrodes were damaged prior to use because the AED wouldn't have been rescue ready at the time of the rescue as reported by the customer. The customer was given a replacement AED.

Event description:
The emts arrived on the scene with CPR in progress. A new package of unexpired adult AED pads was opened and placed on the pt. The AED kept prompting the users to place the second pad. The pads were unplugged and plugged back into the AED again and the same prompt continued. The rescuers looked at the pad and saw that it wasn't sticking properly, so they tried reapplying the second pad twice with no success. The pads were taken off and the pt switched on the torso to see if they would stick better, but they didn't. The rescuers looked for a second set of pads, but none were available. The rescuers stopped using the AED, continued with CPR, and prepared the pt for transport. The pt was loaded in the ambulance and the ambulance was met with medics en route at a fire station. Pt care was transferred to the medics. The pt expired. The customer reported the AED was rescue ready at the time of the incident.

Manufacturer narrative:
The customer was asked to send the AED to cardiac science for investigation. The pads used in the rescue are not available for examination.